Event description:
It was reported that during bone pin placement, the tissue protector got stuck on the pin. We were able to remove the front pin and screw the stuck pin out of the bone using the tissue protector.

Manufacturer narrative:
The device was received by the manufacturer and determined to be consistent with the currently filed bug 1093. Smith & nephew has re-assessed this complaint in accordance to the provisions of 21 c.f.r. §803.50 and deemed this event reportable as a MDR reportable event. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a. Disclaimer: smith & nephew is submitting the above report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, smith & nephew, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the event described in this report. Correction: b1 and h1 were updated to report type adverse event. Correction: b5 was updated.

Manufacturer narrative:
The device was received by the manufacturer and determined to be consistent with the currently filed bug 1093.

Event description:
During bone pin placement, the tissue protector got stuck on the pin. We were able to remove the front pin and screw the stuck pin out of the bone using the tissue protector.